Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: pump boots to the verify screen with no issues. Pump history shows pump was manually suspended on (B)(6) 2014 from 03:08 to 17:21. Pump was exercised for 24hrs with no eaw¿s. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The total daily dose adds up correctly and reflects the user programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. No alarm related to the complaint in alarm history. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with rapid, deep breathing, symptoms of dehydration, confusion, polyuria, polydipsia with large ketones. The patient was taken to the emergency room. They were treated with insulin via injection, IV glucose, and IV fluids. Customer support (cs) completed troubleshooting and it was determined that all boluses were not recorded correctly per user. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.